Event description:
Patient implant on (B)(6) 2009 of a (B)(4) bifurcated device, and two 25mm aortic extensions at (B)(6) medical center. On (B)(6) 2010, patient presented in (B)(6) hospital emergency room complaining of stomach pain. An angiographic work up revealed the bifurcated device and one of the aortic extensions had separated creating a type iii endoleak. On (B)(6) 2010 the patient received two 28mm aortic extensions and an aortic stent which corrected the endoleak.

Manufacturer narrative:
Additional devices: infrarenal proximal extension stent graft. Model# 25-25-75l, lot# w09-0747-010, expiration date: 03/01/2011. Device manufacture date: 04/10/2009. Review of lot records/work orders, prior reports. No issues were noted. Patient anatomy did meet the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.